Event description:
Related manufacturer reference number: 3006705815-2022-14021. It was reported the patient's lead was protruding through the skin. As a result, the system was explanted due to risk of infection. The patient is stable post procedure, reportedly. It is unknown which lead is related to the issue. Therefore both leads are being reported.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.